Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the sales rep that the facility had a 3 fr provena PICC that separated near the hub. Nurse has stated that the patient has clabsi and was taken to ir for rewire and became febrile 30 hours later. No other information was provided, but has been requested.